Manufacturer narrative:
(B)(4). During the analysis it was observed that the handle had not been correctly rotated and fully backed down as reported. The four needles and the white suture had been removed from the device and not returned. The green suture was returned with a portion looped in the coiled suture lumen and the other end of the suture broken off at the needle tip. The device was then disassembled and the distal end of the green suture lumen was found to have been crushed. This finding is consistent with what occurs when the suture lumen is clamped during deployment. Constriction of the sutures during needle deployment causes the needles to bend or break from the needles. All products are subject to a 100% inspection by manufacturing. Based on the investigation findings, the reported experience and the inspection criteria the most likely cause for the suture to needle tip detachment is due to incorrect technique as evidence by the damaged suture lumen. There was no manufacturing or quality inspection deficiency detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other previous incidents reported for detachment of device component for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician in training in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, at the moment of removing the needles using the funnel shaped hub as a fulcrum one suture was not connected to a needle. The needles were not backed down when the system was extracted. A second prostar xl was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.